Event description:
It was reported that in central processing, the pk dissecting forceps instrument was observed to have a broken wire at the tip. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch down cable to be frayed at the distal clevis hub. The frayed strands were sticking out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found.